Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece stopped working while sawing. Event with a new battery it couldn't be started again. There was no pt harm; however, there was a delay in surgery for approximately 15 minutes. The procedure was completed with an alternate device.